Event description:
Initial assessment identified an increased intra-peritoneal volume (iipv) which occurred on (B)(6) 2010 during cycle 5. The patient's largest prescribed fill volume (lpfv) was 2200 ml and the drain volume was 3592 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Two of 5 emdrs. The increased intra-peritoneal volume (iipv) was confirmed in the device logs. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. External & internal visual inspections revealed no problems. The device was determined to meet functional and electrical performance specification requirements. A review of the previous service record revealed no issues that may have contributed to the iipv found in the device logs. The device had not been previously returned for any issues related to iipv. The assignable cause of the iipv was determined to be insufficient drain secondary to a use error; the tidal ultrafiltrate removal was set too low. The device was subsequently forwarded to service. A labeling review of the homechoice apd systems patient at-home guide was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device evaluation is expected, but not completed yet.